Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The patient sensor calibration check passed. The 2-hour 15-min 8500 ml simulated treatment was performed and failed due to (heater bag not detected) alarm during treatment set-up. The cycler underwent and passed a valve actuation test and system air leak test. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp2 filter to be clogged. The hp2 filter was replaced with a clean filter. A second 2-hour 15-min 8500 ml simulated treatment was performed and completed without failures. There were no temperature related issues during the treatment. The mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form and the mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient's pd treatment. The peritoneal dialysis registered nurse (pdrn) reported receiving an air detected in cassette alarm and please wait for solution to cool down during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but the patient did not complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.